Manufacturer narrative:
(B)(4). Method: the two circuits were pressure tested to check for leaks. Results: the breathing circuits operated normally during testing. Conclusion: the reported fault could not be replicated; both circuits operated normally during testing and no leaks were identified. No fault was found with either device. All fisher & paykel healthcare breathing circuits are pressure tested for leaks during production and those that fail are rejected.

Manufacturer narrative:
(B)(4). The complaint devices have not yet been returned to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 breathing circuits failed the leak test on a babylog ventilator. The leak test was carried out prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt235 breathing circuits failed the leak test on a bablog ventilator. The leak test was carried out prior to patient use.